Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause. Mlc-18 user has high glucose value. Test strip (B)(4). Note: manufacturer contacted customer on 5/19/2017 and 5/20/2017 in follow-up calls in order to ensure the customer's condition since the initial call; customer states that he still have symptoms but no medical attention needed. On follow up call on 5/25/2017 customer stated he realized that he was not taking the medication that the doctor had prescribe to him, now his sugar is coming down. He is no longer experiencing symptoms and did not receive any medical intervention related to diabetes and use of our product. Customer satisfied with the replacement product.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is 100-120 mg/dl fasting. The customer feels tired and is experiencing frequent urination. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is (b)(60 2017. The meter memory was not reviewed for previous test result history. Calling customer back because of an urgent follow-up and customer states that he got the replacement from the pharmacy and he had two test strips left in the vial and he ran a blood test and got hi blood results. Customer states that he does not have the meter with him and the pharmacy did not give him any more strips. We replaced the meter, and send strips and control solution.